Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right atrial lead was explanted and replaced due to dislodgement discovered during follow-up, as patient manipulated device and pocket leading lead to be found totally raped around the device. No additional adverse patient effects.